Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: initial reporter facility name: initial reporter address: initial reporter city: initial reporter postal code: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. This issue occurred after use of peritoneal dialysis therapy. There was no repot of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional testing including clear passage testing and clamp function testing were performed on the sample with no issues noted. The reported condition of separation was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp. In addition, the visual inspection revealed damage on the threads of the dark blue female connector. Leak testing was performed with a laboratory minicap attached to the dark blue connector and a leak was noted beneath the minicap. The leak was due to the damaged female connector. The cause of the damage could not be determined. The sample evaluation revealed that the sample did not meet specification for the reported issue of separation but also due to the damaged female connector. Should additional relevant information become available, a supplemental report will be submitted.